Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a sheath leak occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician observed a leak coming from the valve of the sheath during preparation. The physician aspirated the sheath and replaced the sheath with a new faradrive sheath. The procedure was completed successfully with no patient complications. The faradrive sheath is expected to return for laboratory analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, no abnormalities were found the device was leak tested and failed. The device was examined on the microscope, and it was found the external valve to be torn by the opening slit, compromising the hemostatic valves ability to seal pressure or fluid within the sheath. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a sheath leak occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The physician observed a leak coming from the valve of the sheath during preparation. The physician aspirated the sheath and replaced the sheath with a new faradrive sheath. The procedure was completed successfully with no patient complications. The faradrive sheath has been received at boston scientific post market laboratory.